Event description:
It was reported to philips that the system's wireless footswitch was intermittently unresponsive, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system's wireless footswitch was intermittently unresponsive, which could impact imaging. Upon further troubleshooting, the fse determined that the issue was related to the position of the wfs receiver antenna. A signal strength test was conducted before the adjustment, but the issue did not recur during testing. Upon inspection, it was found that equipment such as a pedestal, cart, or monitor had been placed near the antenna, potentially interfering with the signal. The fse noted that the wi-fi (led) indicator on the wireless footswitch was off, and the battery indicator was green. To resolve the issue, the fse repositioned the antenna; following this adjustment, the wireless footswitch operated normally with no further issues observed. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The product's user should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.